Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient was revised on a knee due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon #5 cr insert 11mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review was satisfactory. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
It was reported that patient was revised on a knee due to infection.